Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of anterior-posterior colporrhaphy with enterocele plication, bilateral sacrospinous fixation, and cystoscopy with hydrodistention.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 concurrently with anterior posterior colporrhaphy with enterocele placation, bilateral sacrospinous fixation and cystoscopy with hydro-distention for cystocele, rectocele, apical enterocele and urinary frequency/urgency syndrome. Also, the patient underwent another mesh implantation on (B)(6) 2011 concurrently with laparoscopic mesh colposacropexy and lysis of adhesions for vaginal vault prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07475. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele, urinary retention and interstitial cystitis. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent an additional mesh implant as well as laparoscopic mesh colposacropexy and lysis of adhesions on (B)(6) 2011 due to vaginal vault prolapse and extensive enteric adhesions. No additional information was provided. (B)(4).